Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was turned on from storage mode and subsequently a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. No impact to blood glucose was reported as customer had not been using the pump for some time.